Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced three syncopal episodes while sitting. It was further reported that the right ventricular (rv) lead exhibited non-physiologic intervals and over-sensing which may inhibit ventricular pacing. The rv lead was capped. No further patient complications have been reported as a result of this event.